Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the clips were not able to close properly. Precautionary measures and actions were taken and another device from a different lot number was used. The event resulted to a lengthened procedure and risk of drying and bleeding. Another device was used.